Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5076665) on 03-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin calcium (lipitor), ibuprofen (motrin), loratadine (claritin) and paracetamol (tylenol). On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability and intervention required), feeling abnormal ("brain fog"), amnesia ("memory loss"), back pain ("back pain"), dizziness ("dizziness"), nausea ("nausea"), spinal pain ("spinal pain"), paraesthesia ("tingling foot and hand"), peripheral swelling ("swollen foot and hand"), feeling hot ("heat sensation all over body"), chest pain ("chest pain"), gait disturbance ("not able to walk more than 5/10 minutes"), panic attack ("panic attack"), depression ("depression"), vaginal haemorrhage ("spotting"), hypomenorrhoea ("light periods with severe pain"), dysmenorrhoea ("light periods with severe pain"), fatigue ("fatigue") and allergy to metals ("nickel allergy reaction"). At the time of the report, the abdominal pain, feeling abnormal, amnesia, back pain, dizziness, nausea, spinal pain, paraesthesia, peripheral swelling, feeling hot, chest pain, gait disturbance, panic attack, depression, vaginal haemorrhage, hypomenorrhoea, dysmenorrhoea, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, back pain, chest pain, depression, dizziness, dysmenorrhoea, fatigue, feeling abnormal, feeling hot, gait disturbance, hypomenorrhoea, nausea, panic attack, paraesthesia, peripheral swelling, spinal pain and vaginal haemorrhage to be related to essure. The reporter commented: injuries (hospitalization, disability/permanent damage and required intervention) were mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5076665) on 03-may-2018. The most recent information was received on 28-may-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain'), abdominal pain ('abdominal pain') and autoimmune disorder ('autoimmune disorder type of disorder: tested positive') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included perineal pain, hemorrhoids, hyperlipidemia, cold sores, tubal ligation, vomiting and fallopian tube cyst. Previously administered products included for an unreported indication: cholesterol, anemia, claritin, ferrous sulfate, motrin and lipitor. Concomitant products included atorvastatin calcium (lipitor), ibuprofen (motrin), intrauterine contraceptive device (paragard), loratadine (claritin) and paracetamol (tylenol). On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("other injury(ies) or complication please describe: dizziness"), nausea ("nausea"), vaginal haemorrhage ("spotting/ abnormal bleeding (vaginal)"), dysmenorrhoea ("light periods with severe pain/ dysmenorrhea (cramping)"), fatigue ("fatigue"), allergy to metals ("nickel allergy reaction"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurriness"), somnolence ("other injury(ies) or complication please describe: drowsiness"), urticaria ("other injury(ies) or complication please describe: hives"), pruritus ("other injury(ies) or complication please describe: itching"), tinnitus ("other injury(ies) or complication please describe: tinnitus") and autoimmune disorder (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced tooth disorder ("dental problems") and anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and disability), feeling abnormal ("brain fog"), amnesia ("memory loss"), back pain ("back pain"), spinal pain ("spinal pain"), paraesthesia ("tingling foot and hand"), peripheral swelling ("swollen foot and hand"), feeling hot ("heat sensation all over body"), chest pain ("chest pain"), gait disturbance ("not able to walk more than 5/10 minutes"), panic attack ("panic attack"), depression ("depression"), hypomenorrhoea ("light periods with severe pain"), headache ("head pain/ headache"), toothache ("tooth pain"), ear pain ("ears pain"), arthralgia ("joint pain"), myalgia ("muscle pain") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, bladder disorder, urinary tract disorder, tooth disorder, anxiety, dyspareunia, alopecia, vaginal discharge, vision blurred, weight increased, somnolence, urticaria, pruritus, tinnitus, headache, toothache, ear pain, arthralgia, myalgia, autoimmune disorder and migraine was resolving and the abdominal pain, feeling abnormal, amnesia, back pain, dizziness, nausea, spinal pain, paraesthesia, peripheral swelling, feeling hot, chest pain, gait disturbance, panic attack, depression, vaginal haemorrhage, hypomenorrhoea, dysmenorrhoea, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, chest pain, depression, dizziness, dysmenorrhoea, dyspareunia, ear pain, fatigue, feeling abnormal, feeling hot, gait disturbance, headache, hypomenorrhoea, menorrhagia, migraine, myalgia, nausea, panic attack, paraesthesia, pelvic pain, peripheral swelling, pruritus, somnolence, spinal pain, tinnitus, tooth disorder, toothache, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: injuries (hospitalization, disability/permanent damage and required intervention) were mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received. Events : "menorrhagia, bladder or urinary problems, dental problems, anxiety, dyspareunia, hair loss, pain/pelvic pain, vaginal discharge, blurred vision, weight gain, drowsiness, hives, itching, tinnitus, headache, teeth ache, ears pain, joint pain, she did not undergo essure confirmation test, myalgia, autoimmune disorder type of disorder: tested positive, migraine" were added. Outcome of events "menorrhagia, bladder or urinary problems, dental problems, anxiety, dyspareunia, hair loss, pain,/pelvic pain, vaginal discharge, blurred vision, weight gain, drowsiness, hives, itching, tinnitus, headache, teeth ache, ears pain, joint pain, myalgia, autoimmune disorder type of disorder: tested positive, migraine" updated to "recovering/resolving".reporter and reporter information, medical history,concomitant drug was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5076665) on 03-may-2018. The most recent information was received on 14-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin calcium (lipitor), ibuprofen (motrin), loratadine (claritin) and paracetamol (tylenol). On (B)(6) 2018 the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and disability), feeling abnormal ("brain fog"), amnesia ("memory loss"), back pain ("back pain"), dizziness ("dizziness"), nausea ("nausea"), spinal pain ("spinal pain"), paraesthesia ("tingling foot and hand"), peripheral swelling ("swollen foot and hand"), feeling hot ("heat sensation all over body"), chest pain ("chest pain"), gait disturbance ("not able to walk more than 5/10 minutes"), panic attack ("panic attack"), depression ("depression"), vaginal haemorrhage ("spotting"), hypomenorrhoea ("light periods with severe pain"), dysmenorrhoea ("light periods with severe pain"), fatigue ("fatigue") and allergy to metals ("nickel allergy reaction"). At the time of the report, the abdominal pain, feeling abnormal, amnesia, back pain, dizziness, nausea, spinal pain, paraesthesia, peripheral swelling, feeling hot, chest pain, gait disturbance, panic attack, depression, vaginal haemorrhage, hypomenorrhoea, dysmenorrhoea, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, back pain, chest pain, depression, dizziness, dysmenorrhoea, fatigue, feeling abnormal, feeling hot, gait disturbance, hypomenorrhoea, nausea, panic attack, paraesthesia, peripheral swelling, spinal pain and vaginal haemorrhage to be related to essure. The reporter commented: injuries (hospitalization, disability/permanent damage and required intervention) were mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5076665) on 03-may-2018. The most recent information was received on 27-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included atorvastatin calcium (lipitor), ibuprofen (motrin), loratadine (claritin) and paracetamol (tylenol). On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization and disability), feeling abnormal ("brain fog"), amnesia ("memory loss"), back pain ("back pain"), dizziness ("dizziness"), nausea ("nausea"), spinal pain ("spinal pain"), paraesthesia ("tingling foot and hand"), peripheral swelling ("swollen foot and hand"), feeling hot ("heat sensation all over body"), chest pain ("chest pain"), gait disturbance ("not able to walk more than 5/10 minutes"), panic attack ("panic attack"), depression ("depression"), vaginal haemorrhage ("spotting"), hypomenorrhoea ("light periods with severe pain"), dysmenorrhoea ("light periods with severe pain"), fatigue ("fatigue") and allergy to metals ("nickel allergy reaction"). At the time of the report, the abdominal pain, feeling abnormal, amnesia, back pain, dizziness, nausea, spinal pain, paraesthesia, peripheral swelling, feeling hot, chest pain, gait disturbance, panic attack, depression, vaginal haemorrhage, hypomenorrhoea, dysmenorrhoea, fatigue and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, amnesia, back pain, chest pain, depression, dizziness, dysmenorrhoea, fatigue, feeling abnormal, feeling hot, gait disturbance, hypomenorrhoea, nausea, panic attack, paraesthesia, peripheral swelling, spinal pain and vaginal haemorrhage to be related to essure. The reporter commented: injuries (hospitalization, disability/permanent damage and required intervention) were mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: summons- case became potential legal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.